Event description:
Healthcare professional reported during implant, the sutures holding the valve to the holder were cut but stayed with the valve instead of the holder. The valve was lifted from the annulus and the sutures removed. The valve remains implanted.